Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was implanted a little high. The physician decided to post-dilate the valve to stabilize it into the annulus, but the valve moved a bit above the native valve. There was no blocking of any coronary arteries. A non-abbott valve was implanted valve-in-valve to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is noted to be stable.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was implanted a little high. The physician decided to post-dilate the valve to stabilize it into the annulus, but the valve moved a bit above the native valve. There was no blocking of any coronary arteries. A non-abbott valve was implanted valve-in-valve to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is noted to be stable.

Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported migration could not be conclusively determined. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.